Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14475. Related manufacturer reference number: 3006705815-2022-14476. Related manufacturer reference number: 1627487-2022-02908. It was reported that the patient experienced and infection at the lead incision site. Reportedly, the infection is superficial. As such, patient was prescribed antibiotics and cleaning the area/bandaging to address the infection. The infection is clearing up and suture abscess is healing.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.